Event description:
It was reported there was a precharge voltage error. This error will prevent the system form booting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.